Event description:
The user reported that approximately 5 to 10 minutes after having primed a line with normal saline, they started a blood infusion and noticed a leak when the blood reached the drip chamber. The leak is described to be between the tubing and the top of the drip chamber connection. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
(B) (4). Patient information requested and all available information is included: the device has been discarded by the customer. Lot history record review could not be performed, because no lot number was identified.